Manufacturer narrative:
The reliability analysis inspected 2 opened/used sensors and performed bicarbonate buffer test. The sensors failed for low reading. The second sensor failed for high reading.

Event description:
It was reported that the customer's sensors were not working. The customer's blood glucose was 500 mg/dl, which, the customer stated, was unexplained. The customer tried treating with a manual bolus. The customer's symptoms of high blood glucose were nausea, vomiting, excessive thirst and urination. The customer stated that the insulin pump alerted weak signal and lost sensor. The customer removed the sensor and replaced it with a new one, from the same box. Troubleshooting was also performed for the insulin pump and everything tested within specification, including the high pressure test, which passed. The infusion set was removed from the customer's body but the cannula was not bent or occluded. Nothing further was reported.